Event description:
It was reported that the lead of the safe sheath introducer went through the superior vena cava (svc) wall during implantation. There was no further report of pt sequela.

Manufacturer narrative:
No pt info is available. No brand name, model, or lot number was provided. The site provided the info to medtronic on an unspecified date. Medtronic notified ge healthcare on (B)(4) 2011. As the device and lot number are not available, an eval and a device history record review cannot be conducted. If the device or lot number become available, an eval will be performed and a f/u report submitted. There are no further actions planned at this time.